Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying an alarm indicating high peep and alarming for patient circuit disconnect was confirmed. Additionally, the reported issue of the device's vte levels being low was also confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set, as well as an alarm for patient circuit disconnect. In addition, ventec observed that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.